Manufacturer narrative:
This incident was recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted. G2: foreign: france.

Event description:
It was reported that outside of surgery the device cut out after 2 minutes of use. The device completely cut off. No harm or surgical delay occurred as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech found the plug harness assembly was damaged, the motor was corroded, and the motor speed was unstable. Tech replaced the plug harness assembly and motor. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.